Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was one ventricular high rate episode collected by the device and none had been collected in the past. Markers and intervals appear to point to external noise but the egm signal shows wide deflections which are not typical of emi. The collected data however does not appear physiologic or at least cardiac in origin. It was later reported that the patient had been airlifted by helicopter after suffering a "brain bleed" but that the patient is fine now. They indicated that the odd signals collected by the device could have resulted from the patient being physically handled or by some source of emi. The device remains in use. No further patient complications were reported as a result of this event.